Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was no green light on the telemetry portion of the monitor when attempting to send a manual transmission with the cardiac resynchronization therapy defibrillator (crt-d). The patient was encourage to present to the clinic for further troubleshooting and the device remains in use. No patient complications have been reported as a result of this event.